Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 24 devices were evaluated in the field and the issue was confirmed; 12 devices had broken/damaged components, four devices had alignment issues, three devices had worn components, two devices had detached components, one device had loose components, and two devices had bent components. The devices were repaired and returned. One device was not made available for testing by the customer; no cause was established. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 25 </noe> malfunction events, where it was reported the siderail/access door wouldn't latch. There was no patient involvement.